Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient woke up feeling dizziness, loss of balance, and needed assistance to walk. The patient then presented to the emergency room and reported experiencing symptoms of bradycardia. Upon examination, it was discovered that the right ventricular lead was sensing atrial fibrillation of the atrium causing the left ventricular lead to pace intermittently at variable rates of 30 - 40 beats per minute (bpm). Sensing on the right ventricular lead was turned off and ventricular pacing was returned to 80 bpm. After the device was reprogrammed, the patient's symptoms were resolved. An examination of the pulse generator data showed that the abnormal pacing was recorded since the (B)(6) 2019 data. X-ray imaging revealed that there was decreased in lead slack of the atrial lead since implant. The right ventricular lead was dislodged and was pulled back near the superior side of the tricuspid valve. On (B)(6) 2019, the patient presented for a lead revision procedure. The right ventricular lead was explanted and replaced without further incident. Normal bi-ventricular pacing resumed. The patient was symptom free and was in stable condition post procedure. Related manufacturer reference number: 2017865-2019-14486, 2017865-2019-14487.